Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the original customer service representative (csr) documentation and additional responses from the patient when contacted by the csr with follow-up questions on (B)(6) 2015. The patient alleged that the meter started to read inaccurately ¿2 weeks¿ prior to the csr follow-up call on june 10, when he had obtained an alleged inaccurately high blood glucose result of ¿7.9 mmol/l¿. Meter to feelings comparisons are invalid for the purposes of determining an inaccuracy. At the time of the alleged inaccuracy, the patient managed his diabetes with insulin (self-adjuster), administering 60 units of humulin 30/70 during the day and 45 units of humulin 30/70 before bed. He reported that as a result of obtaining the alleged reading, he increased his insulin from 60 to 70 units. He reported that ¿a few minutes¿ later, he ¿lost the ability to speak certain words.¿ the patient alleged that he was then taken to the emergency room (ER) where he obtained a blood glucose result of ¿3.8 mmol/l¿ on the ER/hospital meter and was given ¿glucose tablets to raise his glucose¿ by a hcp. The patient also indicated that the hospital was concerned that he had suffered a stroke, but this was ruled out following a CT scan. The patient reported that he was hospitalized for 5 days and that his insulin was reduced to 50 units of humulin 30/70 during the day and 30 units of humulin 30/70 before bed. He reported that since being on the new regimen, he has ¿not had any issues.¿ during troubleshooting, the csr established that the subject meter was set to the correct unit of measure. It is not known whether the patient¿s test strips had expired or been stored incorrectly, as the patient no longer had the test strips involved in the complaint. This complaint is being reported because the patient alleged he obtained an inaccurate high result with the subject meter, administered increased medication based on the result and was reportedly treated for symptoms of hypoglycemia by a hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.